Event description:
It was reported during the implant attempt that the helix of the right atrial (ra) lead would not extend. Another ra lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood as well as covered in body tissue/fibrotic growth, and the helix of the lead was extrinsically bent. The analyst commented that visual summary analysis of the lead indicated damage at implant. In addition, comments indicated the lead was returned with the helix retracted with blood visible in it that was removable with alcohol. The helix was slightly bent but did extend and retract as expected. The outer insulation was cut at 28.8 cm apparently during the implant attempt. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.